Manufacturer narrative:
Device passed the rewind test, prime/a33 test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to verify the no delivery alarm during the basic occlusion test and on the occlusion test due to completely broken off reservoir tube lip. Unable to verify possible under delivery anomaly due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, dog chew marks on the case, broken battery tube threads and cracked case at the reservoir tube window corners. Device uploaded properly using care link.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alleging under delivery and was hospitalized on (B)(6) 2019 due to hyperglycemia. Customer's blood glucose level was 26 mmol/l at the time of incident. Customer did mentioned symptoms related to high blood glucose event such as nausea, vomiting and abdominal pain. Customer was unable to complete carelink upload. The customer was assisted with troubleshooting. Customer's other blood glucose value was 8.9 mmol/l. The customer was treated with potassium and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.